Event description:
System explanted in 2 pieces. Unk if this was discovered at explant or whether the breakage was known prior to explantation.

Manufacturer narrative:
It was reported that the system was not functioning properly. A venogram was performed which showed complete blockage of the catheter at the level of the clavicle. A decision was made to replace the system. Two weeks later a new system was placed on the pt's right side, and the blocked system was removed from the pt's left's side. When the system was explanted it was noticed that the complete catheter was not attached to the portal as had been shown in the venogram. The location of the fragmented segment was identified and it was removed. The pt had been asymptomatic relative to the embolus. Evaluation summary: the portal was returned with a 2.5 inch length of catheter attached together with a separate 4.5 inch length of unattached catheter. Microscopy examination showed that the distal end of the attached catheter and one end of the unattached catheter were jagged in appearance at the point of fragmentation. The orientation and physical characteristics of the fragmentation is consistent with a mechanical failure of unk cause. Pressurization testing revealed that both the portal and catheter were occluded.